Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for an unrelated event and was diagnosed with peritonitis five days later. The patient was treated with meropenem injection (1 gram, intraperitoneal, ongoing and frequency was not reported) and vancomycin injection (1 gram, intraperitoneal, ongoing and frequency was not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis and was still hospitalized. Pd therapy was ongoing. No additional information is available.